Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that the patient¿s paddle lead had moved sometime between being in the operating room for her initial implant surgery and the recovery room. It was noted that after the implant surgery, and while a manufacturer representative was programming the patient¿s device, the patient could only feel the stimulation sensation in her stomach but not in her legs. It was stated that the lead was not implanted correctly. It was noted that a lead revision surgery was done on 2014 (B)(6). It was further noted that during the revision, the patient¿s bone was ¿shaved.¿ it was stated that the patient¿s implantable neurostimulator (ins) incision scar had not faded in color since implantation, but the skin was smooth. It was further stated that the scar was red and purple in color. It was noted that the patient¿s therapy has really helped her and she really likes it.